Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump alarmed button error. The blood glucose reading was 29 mg/dl when the customer awoke. The customer stated that hours later, she ate and went to take a meal bolus, which was when the button error alarm occurred. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button was unresponsive due to a corroded keypad trace. Functional testing could not be performed due to the unresponsive button. No error alarms or display anomalies were noted. However, the device was received with minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a shifted end cap sticker.